Event description:
It was reported that no flow was observed following stent deployment. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. An enroute transcarotid stent (tss) system was selected for use. Following stent deployment at the lesion site, imaging demonstrated contrast inflow into the stent with no distal outflow beyond the stent. An additional enroute stent was placed, followed by deployment of a third enroute stent; however, subsequent imaging continued to demonstrate absence of distal flow. A cutdown with stent explantation was performed by the physician; however, the number of stents removed could not be confirmed. The physician subsequently proceeded with carotid endarterectomy (cea). Imaging continued to demonstrate lack of flow to the brain. The patient required hospitalization beyond the standard of care. The patient outcome was reported as expected to fully recover. Upon review of the pre-procedure computed tomography (CT) angiography, there was concern that the treated lesion may have represented long-segment disease. It was further reported that it was unclear whether the stents were deployed within the true lumen or false lumen.